Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) was in dwell and had 2 bags connected. The unused line clamps were open and they cycled power to se 2367. The hp would completed therapy with manual supplies. They cleared the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011 and she was unaware of the patient having had that alarm. She would discuss the alarm with the patient the next time she sees him. As far as she knows he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy the next day after starting over with new supplies. He finished out therapy that day with manual supplies. He had accidentally left a clamp open on the unused line. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4) . The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).